Event description:
The salute fixation device is intended for fixation of prosthetic material. The device related to this report was in preparation for use for a case. The scrub nurse deployed the initial "air shot" for inspection prior to the case, per the instructions for use. The construct that was deployed was malformed in the shape of a candy cane, rather than a round, complete coil. The sales rep attempted to remove the device from use, but the scrub nurse deployed an additional two "air shots", with the second one being the proper shape. The surgeon decided to use the device. The inguinal hernia repair proceeded without incident.